Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the all-patient medications were not shown on pyxis. A technical support specialist (tss) spoke to customer, verified the correct information, and identified that the order was not present on the server. Customer was instructed to reverify the orders, after which they successfully appeared on the server. Customer then confirmed resolution and provided approval to mark the case as complete. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server all patient medications were not shown on pyxis. The customer mentioned that this issue started after the upgrade, and the patient's medications were not pulling up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.